Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration via an implantable pump. It was reported that the pump was malfunctioning.  It was further indicated that the patient's pump had always run slow and they were able to withdraw more drug from the pump reservoir than expected. The patient presented in the emergency room (ER) on (B)(6) 2021 with signs of withdrawal. The pump was accessed and found to be 11.76% slow and this was within the patient's norm. The patient had a full ER work up, but at the time the pump appeared to be working normally. On (B)(6) 2022 the patient was in for a routine pump refill. He expected reservoir volume was 5.9 ml and actual withdrawn was 25.4 ml (82.63% slow). The patient was doing well both with pain and symptom wise for withdrawal. Since (B)(6) 2021 the pump had been running at approximately 0.1ml per day verses 0.56 ml/day programmed. Today ((B)(6) 2022), the pump was set to run at 0.2 ml in case pump started functioning normally again.  Factors that may have led or contributed to the issue were unknown. The plan was to have the patient call emergency pager number if their symptoms deteriorate. A nurse was to check in with the patient approximately 3 weeks, prior to the next refill scheduled for (B)(6) 2022.  At the refill planned for (B)(6) 2022 they were to set the pump rate to 0.1 ml/day and assess. At the next refill, if the patient was doing well, they would fill the pump with normal saline and assess, then remove the pump at the next refill if doing well.  The issue was not resolved as of (B)(6) 2022.  Surgical intervention was planned but not scheduled. The patient was without injury regarding their status as of (B)(6) 2022.  The patient's medical history would not be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the report of the pump having always run slow, it was c larified that this had been since the first refill post operating room (or) that the pump actual verses estimated was slow. It was further reported that no actions yet have been performed or scheduled at this time.